Event description:
While caring for a patient, the respiratory care practitioner noticed a loss of ventilator volume. He started to look for a leak in the circuit, and found a crack in the white plastic portion of the inspiratory limb that connects to the heated wire. The pulmonary services department examined unused circuits and found numerous neonatal ventilator circuits with the same defect. The cracks were all in the same location on the circuit.